Event description:
During the procedure, the smart control stent could not pass the target lesion and was pulled back and forth several times. As a result, the distal tip of the stent was released 1mm from the stent delivery system's catheter tip. The target lesion was located in the right superficial femoral artery. The lesion was described as 90% stenosed with heavy calcification. The reference vessel was moderately tortuous. The contralateral approach was used. The smart control stent could not cross the target lesion. The device was pulled back and forth several times. As a result, the distal tip of the stent was released 1cm from the stent delivery system's catheter tip. The device was removed from the patient. Pre-dilation was performed with an unknown balloon catheter and another unknown product was used to successfully complete the procedure. There was no patient injury and the product will not be returned for analysis. The smart control locking pin was in place during advancement towards the lesion. Never attempted deployment of the stent as the device could not cross the target lesion. The device was removed from the patient and the stent was found slightly released from the catheter tip. The user held the handle of the smart control stent delivery system flat and straight outside the patient. The distal tip of the stent was released 1mm from the stent delivery system's catheter tip. The device was safely removed from the patient without injury.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. During the procedure, the smart control stent could not pass the target lesion and was pulled back and forth several times. As a result, the distal tip of the stent was released 1mm from the stent delivery system's catheter tip. The smart control locking pin was in place during advancement towards the lesion. The target lesion was located in the right superficial femoral artery. The lesion was described as 90% stenosed with heavy calcification. The reference vessel was moderately tortuous. The contralateral approach was used. The device was removed from the patient. Pre-dilation was performed with an unknown balloon catheter and another unknown product was used to successfully complete the procedure. There was no patient injury and the product will not be returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14098728 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue.